Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of "volumetric test failed" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined as device is no longer in it's received state due to constant reload the set alarms during evaluation. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had volumetric test failed during preventive maintenance, the result was 21.2g instead of a value between 19 and 21 found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.